Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on the proximal right coronary artery (rca). A 2.75 x 24 synergy stent was deployed to treat the lesion, but soon after deployment a proximal edge dissection was noted. To cover the edge dissection, a 2.50 x 28 synergy stent was deployed osteo-proximally and covered the edge dissection. The procedure was successfully completed. No further patient complications were reported. It was further reported that the target lesion was 90% stenosed and the rca was moderately calcified and mildly tortuous with a significant bend greater than 90 degrees. The dissection was grade b, non-flow limiting.